Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because, the patient reported pressing go prior to connecting himself, which is a use error that can cause system error 2240 alarms. The assignable cause was use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) explained the message to the home patient (hp). The tsr had the hp recycle the machine. The tsr informed the hp to start over using new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2012 regarding the system error 2240 alarm. The hp reported that the issue was resolved. The hp stated that she actually did hit start before connecting. She thought that she had stopped the cycler but when it alarmed she connected. Per hp, there were no loose connections or defects on the supplies. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.